Event description:
This is filed to report the clip opened while locked. It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr), with an mr grade of 4. The clip delivery system (cds) was advanced to the mitral valve and clip was placed lateral in a2/p2. The clip opened approximately 10 degrees, during the first final arm angle (efaa) test. Efaa was repeated, and efaa passed. However, after the clip was deployed the clip opened to approximately 30 degrees. An xt clip was implanted, which helped stabilize the first clip. The clip remained stable on the leaflets. Mr was reduced to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on information reviewed, a cause for the reported unintended movement - clip opening when establishing final arm angle (efaa) and clip open while locked in this incident could not be determined. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.